Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on 07/19/2016 to report that the patient experienced a rash on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Rash was located in the abdomen area, around the sensor. Patient visited a doctor and it was recommended that they use flovent. Date of doctor visit is unknown. Additional event or patient information was not provided. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.